Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced above . Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2007. The patient was revised on (B)(6) 2016 due to unknown reasons.

Manufacturer narrative:
This additional information does not change previous manufacturer's assessment of the case. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2007. The patient was revised on (B)(6) 2016 due to pain.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Additional information was received on december 13, 2017. The devices were returned and the result of the visual examination has been made available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision surgery due to pain. Review of received data: other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Devices analysis: visual examination: following components have been returned for investigation: durom cup and ldh head and head adapter all received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows little bone ongrowth on the anchoring side. The outer surface of the head adapter and the head taper could not be reviewed as the head adapter is still assembled in the ldh head. Conclusion: no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. Therefore, zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a durom us acet component 48/42 h on the right side on (B)(6) 2007 and the patient underwent revision surgery on (B)(6) 2016 due to pain.